Event description:
It was reported that the driver became stuck in the implant. The procedure was completed using another device. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. 0001038806-2019-00447-1 has also been submitted. The following sections are being reported: b4: 06 aug 2019. B5: it was reported that the driver became stuck in the implant. The procedure was completed using another device. There was no report of patient injury. D2: device product code : dze. G4: 26 apr 2019. The reported device was received for evaluation. Visual inspection identified that the reported concomitant driver is stuck in the implant. Functional testing was performed for the returned products and it was determined the devices failed functional testing as it took excessive force to remove the implant from the driver. Additionally, there was dried blood on the driver tip that was stuck within the implant. After the devices were separated, dimensions were taken on the implant to determine the identity of the implant. The implant was identified as a unknown biomet implant. A device history record (DHR) review and complaint history review could not be performed for the reported device, as the lot is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported device dating back 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause for the reported event could not be determined. The most likely cause for the reported event is customer error due to debris interference, excessive torque and failure to follow recommended protocol. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report cmp-0502193. 0001038806-2019-00447 has also been submitted. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the driver became stuck in the implant. The procedure was completed using another device. There was no report of patient injury.